Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading at time of call was 137mg/dl. It was stated that the customer was depressed, and she forgot to take the insulin. Initially, the nurse called and stated that the customer needs the blue cap and requested to be delivered overnight to her house. The nurse stated the customer was not wearing the insulin pump since the device broke off. The caller stated that the customer gave herself fast acting insulin instead of long acting insulin. Troubleshooting could not be performed as customer did not have the insulin pump with her at the time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.